Event description:
Emergency room personnel were attending to a patient, condition unknown. External pacing was initiated and allegedly after electrical capture had been obtained the pacing current would intermittently drop to oma and the device would stop pacing. It was reported, that each time the pacer stopped, the operator was immediately able to increase the current and restart pacing. The operator did not report observing any alarms during the event. The reporter stated there were no adverse effects to the patient as a result of the alleged malfunction.